Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory bowel disease, chronic pain, cesarean section, uterine bleeding, menorrhagia, anemia, spotting vaginal, night sweats, hair loss, hot flashes, pelvic adhesions, amenorrhea, d & c, crohn's disease, gallstones and cholelithiasis. Previously administered products included for an unreported indication: ferrous gluconate., pentasa, provera, levsin, megace and exforge. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia") and psychological trauma ("psychological injury"). The patient was treated with surgery (robotic-assisted total laparoscopic-hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered anaemia, haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: injuries (pain, bleeding) resolved post-removal and post removal complications were yes. Patient received treatment for pain,bleeding. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received: reporter, medical history, historical drug and essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage ("gen. Abnornal bleeding"), menorrhagia ("menorrhagia"), anaemia ("anemia") and psychological trauma ("psychological injury"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered anaemia, haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: injuries (pain, bleeding) resolved post-removal and post removal complications were yes. Patient received treatment for pain,bleeding. Discrepancy noted in essure insertion date:-(B)(6)2010 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event:psychological injury was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory bowel disease, chronic pain, cesarean section, uterine bleeding, menorrhagia, anemia, spotting vaginal, night sweats (severe), hair loss, hot flashes, pelvic adhesions (with lysis), amenorrhea, d & c, crohn's disease, gallstones and cholelithiasis. Previously administered products included for an unreported indication: ferrous gluconate, pentasa, provera, levsin, megace and exforge. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnornal bleeding"), menorrhagia ("menorrhagia"), iron deficiency anaemia ("anemia") and psychological trauma ("psychological injury"). The patient was treated with surgery (robotic-assisted total laparoscopic-hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and menorrhagia had resolved and the iron deficiency anaemia and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: injuries (pain, bleeding) resolved post-removal and post removal complications were yes. Patient received treatment for pain, bleeding. Discrepancy noted in essure insertion date:- 12-mar-2010 and 01-oct-2006. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), injury ("injury"), haemorrhage ("gen. Abnormal bleeding"), menorrhagia ("menorrhagia") and anaemia ("anemia"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage and menorrhagia had resolved and the injury outcome was unknown. The reporter considered anaemia, haemorrhage, injury, menorrhagia and pelvic pain to be related to essure. The reporter commented: injuries (pain, bleeding) resolved post-removal and post removal complications were yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events pelvic pain, gen. Abnormal bleeding, menorrhagia and anemia were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.